Manufacturer narrative:
Case information including facility, or related patient information was not provided by the initial reporter. The device history record was reviewed and met all material specifications with no deviation identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a surgical procedure that utilized paragon 28 baby gorilla/gorilla plating system on (B)(6) 2018. Metal shavings came off the instruments; k-wire and the placement jig. The metal shavings was reported to have spread inside the patient. This is report 2 of 2 for this incident.